Event description:
Report received from (B)(6) stating that "the bearing part came off" and the internal part was damaged. It is known that the event did not occur during surgery. However, it is unknown if there was injury or medical intervention reported related to this occurrence. No additional information was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref# (B)(4).